Manufacturer narrative:
Evaluation summary: (B)(4). The full lead was returned, analyzed and there was blood on the distal conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician could not insert the guidewire through the lead. The lead was replaced with another new lead and successfully implanted. No patient complications have been reported as a result of this event.